Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the nursing staff did inform fingerstick glucose tests on a patient at the following times: 20:24 551 mg/dl 20:26 repeated result of 151 mg/dl there was a laboratory draw at 20:50 which resulted as 144 mg/dl. Reported no adverse event. A request was made for the return of the strips, replacement sent.